Event description:
It was reported that right atrial (ra) lead had dislodged and was in the superior vena cava (svc). The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the lead was returned and analyzed. Analysis of the lead revealed no anomalies. Visual analysis indicated that the lead was damaged at explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 non-defib lead; (B)(6) 2003. (B)(4).

Event description:
It was reported that that right atrial (ra) lead had dislodged and was in the superior vena cava (svc). The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.